Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller and the battery were returned for evaluation. The battery was able to adequately provide power to a test controller without any anomalies. As a result, no power, and not recognized by the controller events were unable to be confirmed. Visual inspection of the returned controller revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to handling of the device. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal battery was swollen. Supplemental testing revealed the cells of nimh battery had voltage levels below what was expected. After the faulty component was replaced, the controller performed as intended. Analysis of the alarm log file log file revealed a controller fault alarm was logged on (B)(6) 2020, indicating an internal battery fault. As a result, the reported controller fault alarm was confirmed. A possible root cause of the reported not charging event can be attributed to a marginal connection between the battery charger and battery. A possible cause of the reported no power and not recognized by the controller event can be attributed to a marginal connection between the controller and battery. The most likely root cause of the reported controller fault alarm can be attributed to a faulty internal nimh battery. CAPA pr00492825 was initiated to investigate this issue. Additional products: d1: battery, d4: serial #: (B)(6), h3: yes, h6: FDA results code(s): 213, h6: FDA conclusion code(s): 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller and the battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual inspection and functional testing. The battery was able charge when connected to the test battery charger and adequately provide power to a test controller without any anomalies. As a result, the reported not charging, no power, and not recognized by the controller events were unable to be confirmed. Visual inspection of the returned controller revealed contamination within both power ports. This is an additional finding not related to the reported event, likely due to handling of the device. Functional testing revealed that the no power alarm did not sound when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm. The internal nickel-metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal battery was swollen. Supplemental testing revealed the cells of nimh battery had voltage levels below what was expected. After the faulty component was replaced, the controller performed as intended. Analysis of the alarm log file log file revealed a controller fault alarm was logged on (B)(6) 2020, indicating an internal battery fault. Additionally, log files revealed that the controller was in use for more than two (2) years. As a result, the reported controller fault alarm event was confirmed. A possible root cause of the reported not charging event can be attributed to a marginal connection between the battery charger and battery. A possible cause of the reported no power and not recognized by the controller event can be attributed to a marginal connection between the controller and battery. The most likely root cause of the reported controller fault alarm event can be attributed to a faulty internal nimh battery. An internal investigation was initiated to investigate this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: yes. Return date: 07-jul-2020. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: 31-oct-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm. It was further reported that one of the patient¿s battery was not providing power and was not recognized when attached to the controller. The controller and battery were exchanged. No patient complications have been reported as a result of this event.